Event description:
Customer reported that the locks are very difficult to close. The customer reported that this was found during check of the product prior to putting back into svc and were not put into use on any pts. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the buckle on the ankle cuff is very difficult to close. When the buckle on the ankle cuff is unlocked, it could not be closed again with or without the strap inside. The buckle on the connecting strap could not be closed and clicks shut securely once closed whether or not the strap is inside. There was no physical damage observed to the product. Note: the instruction for use state: check that the lock "clicks" shut. If a lock is not completely closed, it can pop open. Before leaving the pt's side, test the lock by trying to open it without a key. (B)(4).